Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator lost graphic user interface (gui) communications. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The unit passed extended self testing.